Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection reported that the housing is damaged. The functional evaluation reported suction failure, due to vacuum motor being defective, and not generating negative pressure, establishing a relationship between the reported events. The root cause was identified as component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, a renasys go could not generate and control negative pressure. As this was notice in a service and repair, not patient was involved.